Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the collimator potentiometer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up and showed a filament error. There was no pt injury or death reported.